Manufacturer narrative:
Additional information: b3, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant. Dfu-0054-eo: avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The complaint allegation could not be confirmed as the device was not received for investigation.

Event description:
On 07/28/2025, a sales representative reported via (B)(4) that (2) ar-8934bck 3.0mm knotless suturetaks broke. This occurred during a case on (B)(6) 2025. When the surgeon went to advance the suturetak the anchors broke back-to-back. They were able to remove them and replace it with another. There were no adverse effects to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.